Event description:
Follow-up revealed the patient also has been experiencing a burning sensation at the ipg site with or without stimulation on and the stimulation aggravates the feeling. Surgery remains pending.

Event description:
It was reported the patient has been experiencing aching pain at the ipg site. The patient stated the pain got worse when she was using stimulation and charging the ipg and started to radiate across her back. As a result, the patient may undergo surgical intervention in the future.

Manufacturer narrative:
This ipg serial number is included in field advisories. Correction number: 1627487-07262012-002-r. UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.